Manufacturer narrative:
Device is currently with manufacturer for further investigation; no investigation results so far.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): the main surgeon was about to move the bowel and put in the "johannes" forceps, but the instrument did not open properly; they managed to remove it from the cavity immediately. The instrument was checked by the scrub nurse, who found that the tip/head part of the "johannes" forceps was detached from the insert. The surgeon was informed.

Manufacturer narrative:
Upon examination it could be confirmed that the shaft of the instrument was broken. The fracture surface shows signs of corrosion, which indicates that the instrument has not been cleaned and dried properly. The root cause probably is due to exerting too much force leading the instrument to break. No indication for a material or manufacturing related issue was found during the investigation. This issue is user handling error. There is no impact to patient/user reported, therefore this case is non-reportable.